Event description:
The treatment area was a chronic total occlusion, 80% stenosed, heavily calcified with mild tortuosity superficial femoral artery (sfa). Follow an unsuccessful attempt to advance non-abbott guide wire, an abbott high torque proceed guide wire was used. The high torque proceed could not be advanced. A non-abbott guide wire was used and finally successful. A wire exchange was then performed for the viperwire advanced guide wire. The stealth 360 peripheral orbital atherectomy device (oad) was advanced and used for treatment. Angioplasty was performed to complete the procedure. Angiography of all the vessels was made and it was observed that the three vessels below the knee were blocked above the ankle. There was no shift in plaque but impressions of buildup of distal embolization. Medical treatment was started, and medication was administered because of possible thrombosis. It was then decided that continued therapy and treatment would be provided for the thrombosis. The following day, the patient was doing well, and blood flow had been restored. Additional information received on 6/28/2024. It was the physician's opinion, the embolism was possibly due to debris. Regarding the thrombus, activated clotting time (act) was normal prior to intervention. The patient did not have a history of thrombus or embolization. Prior to the procedure, 5000u of heparin and 80m of acetylsalicylic acid (asa)were administered. The patient had a viable foot with some rest pain. A follow up is scheduled for (B)(6) 2024.

Manufacturer narrative:
H6 investigation conclusion code 22: the stealth 360® peripheral orbital atherectomy system instructions for user manual states that thrombus, distal embolization and no reflow phenomenon are potential adverse events that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).